Event description:
It was reported that during an unspecified procedure, removal difficulties were encountered. The lesion was located in the right coronary artery (rca). The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. It was noted that the rca was anomalous, "coming off the left coronary sinus". A vascular surgeon obtained access via an unspecified branchial artery utilizing a percutaneous approach. The 6f runway fl5 guide catheter was advanced to the rca and was "deliberately forced into an orientation for which it was not designed" and buckled and could not be removed. An unspecified snare device was used to remove the catheter. The procedure was completed with a different device. The patient's status is reported as "ok". It was the physician's opinion that the "additional pressure" applied to the device "put [the guide catheter] into an even more extreme orientation causing it to buckle". There was "no injury" and "no harm" to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.